Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from an infection reported to stimwave on (B)(6) 2018, by stimwave therapy specialist (B)(6). The patient had a trial procedure performed on (B)(6) 2018, in which two (2) leads were implanted in her right knee for genicular pain without complication. On (B)(6) 2018, the patient had a procedure performed for the permanent placement of two (2) freedom-4 stimulators (fre4-a000). There were no complications during the procedure, and the patient was discharged the same day. At the follow-up appointment at the implanting clinic on (B)(6) 2018, the patient reported no issues with recovery and was receiving adequate coverage and pain relief. Additionally, neither the implanting clinician nor the stimwave therapy specialist identified any issues with the wound at the incision site. The patient noticed a potential infection at the implant site on (B)(6) 2018, and contacted the implanting clinician on (B)(6) 2018, to set up an appointment. At the follow-up appointment with the referring physician on (B)(6) 2018, the patient reported a suspected infection close to the incision site. The referring physician visually confirmed an infection close to the site of one (1) of the stimulators. The patient was treated with oral antibiotics (name unknown) for ten (10) days, and the patient was referred to an infectious diseases specialist. Against medical advice of device explant, the patient advocated to keep the system, as she was receiving 90% pain relief. On (B)(6) 2018, the patient informed the therapy specialist that following administration of the prescribed antibiotic and standard wound care, the infection was improving. At the referral of the follow-up clinician, the patient sought further evaluation with an infectious diseases specialist on (B)(6) 2018. The infectious diseases specialist took cultures of the wound site for evaluation. The results of the cultures were released to the follow up clinician and the patient on (B)(6) 2018. The wound site had healed and the only infection present was a staph infection, which the infectious diseases specialist classified as "permanent" based on the patient's medical history of reoccurring infections (including staph) at her knee. The infectious diseases specialist recommended that the patient remain on antibiotics for an additional four (4) days and that the patient should follow up to check that the wound sight is completely infection-free. If at that future date, the infection persists, the infectious diseases specialist informed the patient that explantation would be required. The patient continues to experience effective therapy for her pain in spite of the infection. Immediately following notification, stimwave management and quality reviewed the procedure and after care with the therapy specialist present at the trial and permanent implant procedures. The therapy specialist confirmed that the procedure was performed in a sterile environment, sterile field handling protocols were used, the implant was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. No complications arose in the trial implant procedure or the permanent implant procedure. The therapy specialist recalled that he met with the patient to provide a replacement for a damaged external antenna approximately two (2) months following the permanent implant procedure, and he observed no issues with the wound site, and the patient reported no issues with the system. During the root cause investigation, the patient informed the therapy specialist and the follow-up clinician that in the past year she had experienced five (5) recurring infections, resultant of five (5) total knee replacement surgeries; one (1) or more of these infections was a staph infection. The patient also informed the therapy specialist and follow-up clinician that in the days preceding the infection, she had participated in outdoor activities and sustained several insect bites that caused irritation at the implant site. The stimwave products were implanted near the site where the total knee replacement was performed. Because the patient reported recurrence of infections (one being a staph infection), for all five of her total knee replacements, the clinician recommended that the patient consult with an infectious diseases doctor who confirmed a permanent infection at her knee. Thus, the patient had pre-existing conditions that made her more susceptible to infections at the implant site, and the infection is isolated to this single patient. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed the products from the same lots are sterile out of the package. The source of the issue was not traced back to compromised product sterility or operating room conditions. At this time, it is undetermined that the device caused or contributed to the issue. However it is likely attributed to the patient's susceptibility to infection due to pre-existing conditions, prior surgeries with recurring infections at the site of the implant, personal hygiene or home environment. The device did not fail to meet performance or safety specification, and the patient continues to use the device for treatment. Stimwave will continue to trend events. The root cause of the complaint is not attributed to device failure or the inability of the device to meet performance or safety specifications. The root cause is likely attributed to the patient's susceptibility to infection due to pre-existing conditions, prior surgeries, personal hygiene or home environment. There is not enough information about the patient's home environment or personal hygiene or care to confirm the source of the issue. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Stimwave was in constant contact with the clinical specialist starting (B)(6) 2018, regarding the complaint and the root cause investigation. Stimwave confirmed that the product was provided sterile, did not fail to meet performance and safety specifications, and verified that the surgery center had demonstrated compliance with sterilizations standard for implantation procedures for treatment. Stimwave has informed all parties that the stimwave product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave has reported this complaint as an adverse event to the FDA on (B)(6) 2018.

Event description:
The patient noticed a potential infection at the implant site on (B)(6) 2018, and contacted the implanting clinician on (B)(6) 2018, to set up an appointment. At the follow-up appointment with the referring physician on (B)(6) 2018, the patient reported a suspected infection close to the incision site. The referring physician visually confirmed an infection close to the site of one (1) of the stimulators. The patient was treated with oral antibiotics (name unknown) for ten (10) days, and the patient was referred to an infectious diseases specialist. Against medical advice of device explant, the patient advocated to keep the system, as she was receiving 90% pain relief.